Event description:
It was reported that following the implant of the subcutaneous implantable cardioverter defibrillator (s-ICD) system an x-ray was completed to evaluate placement. The electrode was determined to be on the left side of the chest and the pulse generator was noted to be low. Rhythmcare recommended performing a revision procedure to optimize placement. This system remains implanted. No adverse patient effects were reported.